Event description:
It was reported that spo2 readings were inconsistent/intermittent. There was no patient injury associated to the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Manufacturer narrative:
A complaint was submitted where it was reported that the spo2 readings were inconsistent and intermittent on a kappa monitor. The cited kappa monitor was sent to service repair where it was determined that the spo2 y cable & spo2 smartpod were faulty. Draeger service confirmed the issue was resolved after the faulty parts were replaced. This kappa monitor was tested by draeger service engineering and it was confirmed to be operating per the manufacturer's specifications. The standard pre-use checkout tests were performed and the device was determined to be ready for clinical use. The monitor was returned to the customer. No further issues have been reported. The faulty parts (spo2 y cable & spo2 smartpod) were tested by andover draeger engineering by connecting them to a calibrated fluke prosim 8 patient simulator. The devices did not have an spo2 reading further confirming the reported issue.

Event description:
It was reported that spo2 readings were inconsistent/intermittent. There was no patient injury associated to the event.